Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from a wound hematoma at the crt-p implantation area. Microbiological testing was done. The hematoma was aspirated (12ml). Device remains implanted. Should additional information be received, this file will be updated.